Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the cabling for the monitor was re-seated to restore functionality. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the staff monitor was "flickering" in that it was intermittently losing display functionality. There was no patient present when this issue was identified. No additional information was provided.